Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during an implantation procedure that occurred on (B)(6) 2018, the subject lead was fixed and tested by a pacing system analyzer at multiple sites in the patient¿s atrium. As all of the tested sites showed unsatisfactory atrial threshold measurements, the lead was extracted from the patient¿s body. After the adhered tissue was removed from the helix, it was noticed that the helix had seemingly been stretched. The subject lead was thus replaced and returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that during an implantation procedure that occurred on (B)(6) 2018, the subject lead was fixed and tested by a pacing system analyzer at multiple sites in the patient¿s atrium. As all of the tested sites showed unsatisfactory atrial threshold measurements, the lead was extracted from the patient¿s body. After the adhered tissue was removed from the helix, it was noticed that the helix had seemingly been stretched. The subject lead was thus replaced and returned for analysis.